Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there were small air bubbles in her tubing and reservoir. The patient's blood glucose at the time of incident was 285 mg/dl. The customer was unable to purge the reservoir of all air bubbles during troubleshooting. The reservoir was not returned for analysis.